Manufacturer narrative:
The reported event occurred on october 18, 2022. B3 updated to reflect this.

Event description:
Clinical specialist (cs) noticed during preparation mode, with the pump circulating perfusate, the arterial pressure was falling. Originally, the arterial pressure was noted to be +13mmhg. Over the course of several minutes it was observed to fall to around -24mmhg. Troubleshooting was performed, but did not fix the issue. So, a full power cycle was completed with removal of the pressure sensors. The arterial pressure appeared to increase to around +8mmhg. However, when the pump was restarted it was noted that the pressure again began to drift down. The old disposable set was drained and a new set added. The drugs and perfusate was transferred and preparation mode commenced. The arterial pressure was noted to be normal (about 19mmhg). The perfusion continued without further issue.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrective and preventive actions (CAPA) has been initiated. The preliminary findings are that the root cause of the issue seems to be a faulty pressure sensor. The faulty sensor cannot equilibrate to atmosphere. A supplier corrective action request (scar) has been initiated to further investigate the root cause of the issue and is currently pending completion. All sensors obeserved to have drifting offset values will be removed from stock and quarantined. One hundred percent inspection of all sensors are performed prior to assembly into the disposable sets. Any sensors failing offset range or drift will be quarantined

Event description:
Clinical specialist (cs) noticed during preparation mode, with the pump circulating perfusate, the arterial pressure was falling. Originally, the arterial pressure was noted to be +13mmhg. Over the course of several minutes it was observed to fall to around -24mmhg. Troubleshooting was performed, but did not fix the issue. So, a full power cycle was completed with removal of the pressure sensors. The arterial pressure appeared to increase to around +8mmhg. However, when the pump was restarted it was noted that the pressure again began to drift down. The old disposable set was drained and a new set added. The drugs and perfusate was transferred and preparation mode commenced. The arterial pressure was noted to be normal (about 19mmhg). The perfusion continued without further issue.

Manufacturer narrative:
The investigation completed concluded a faulty pressure sensor was the cause of the reported issue. The supplier has implemented 100% inspection to ensure proper function of pressure sensors prior to use in production. Any sensor failing inspection will not be utilized.

Event description:
Clinical specialist (cs) noticed during preparation mode, with the pump circulating perfusate, the arterial pressure was falling. Originally, the arterial pressure was noted to be +13mmhg. Over the course of several minutes it was observed to fall to around -24mmhg. Troubleshooting was performed, but did not fix the issue. So, a full power cycle was completed with removal of the pressure sensors. The arterial pressure appeared to increase to around +8mmhg. However, when the pump was restarted it was noted that the pressure again began to drift down. The old disposable set was drained and a new set added. The drugs and perfusate was transferred and preparation mode commenced. The arterial pressure was noted to be normal (about 19mmhg). The perfusion continued without further issue.